Event description:
Hospital received only 9 items in the box instead of receiving 10 pieces. No effect on patient. (B)(6) 2015: 1) did this event occur intra-operatively? Not sure. 2) was there a delay in surgery over 30 minutes? No. 3) were there any adverse consequences to the patient? No. 4) what actions were taken as a result of this incident? Another pack was opened. 5) is the device being returned for evaluation? No.

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.